Manufacturer narrative:
One medfusion pump was received with the top case chipped on the front corners. The event history log was reviewed and there was a pump motor phase b post error in the history. The pump was tested on battery power and the reported issue was able to be replicated. The interconnect board had contamination board had contamination on the back of the board. This issue was customer induced; there was fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. The interconnect board will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump would not work on battery. There was no reported adverse event.